Event description:
It was reported that the tubing of a continu-flo solution set separated from the drip chamber, resulting in a leak. This occurred during priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received one sample out of pouch and primed up to the check valve. Visual inspection showed an extension set attached to the male luer and that the tubing was attached to the drip chamber. Microscopic inspection showed crimped tubing in the out-let port of the drip chamber. A void in the tubing bond was also observed. Functional testing was performed by spiking the set into an in-house 1000ml solution bag and re-priming the set. This identified a leak from the tubing and drip chamber out let port bonding area. All tubing bonds including the drip chamber out-let port were then pull tested with no failures noted. The cause was determined to be due to an assembly problem. Corrective actions initiated for this issue were overall equipment evaluation, documentation of interventions in the equipment, tubing dimensional variation, and reinforcement of the quality sampling in the process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.